Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reports blood on collection swab after collection. No aparent adverse event. No addtional information available.